Event description:
Met w/ Dr. (b)(6) and he's unhappy w/ the amount of heme post-op. We had a lot of precautionary measures to limit this, but he's just very sensitive to heme. Ironically, he's going to stick w/KDB Glide usage which you would think would cause more Heme.

Manufacturer narrative:
The IFU for the reported product model was reviewed and confirmed to include Hyphema as a known complication.The Device History Record (DHR) could not be reviewed, as no specific serial or lot information was available. The product was manufactured, tested, and released in accordance with validated procedures.As the device is not available for return, no device malfunction could be confirmed.